Manufacturer narrative:
The ge service rep was unable to duplicate the problem reported. He performed a filament calibration. The rep replaced x-ray controller 3vdc coin battery. The system works as intended.

Event description:
The customer reported a filament regulator failure error. There was no injury to the patient.